Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a complete calibration of the sample probe and reagent probe assemblies. The cse cleaned and lubricated the sample syringe assembly, checked the fluidics and connections to pumps and valves. The cse ran calibrations and precision testing. The customer ran dilutions on high level quality control and the results were acceptable. The cause of the imprecise total hcg results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2432235-2018-00253, 2432235-2018-00254 and 2432235-2018-00255 has been filed for the same event.

Event description:
Imprecise total human chorionic gonadotropin hormone (total hcg) results were obtained on two patient samples on an advia centaur cp instrument. For patient 1, the result obtained from the redraw 2 sample was reported to the physician(s). For patient 2, none of the results obtained on the advia centaur cp instrument were reported to the physician(s). The samples were sent to an alternate laboratory and run on an unknown platform, resulting different. The results from the alternate laboratory were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise total hcg results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00256 on 18-june-2018. Additional information (16-august-2018): a siemens customer service engineer was dispatched to the customer site to perform additional service on the instrument. The cse replaced the following: water and waste peri pump tubing and covers and the reagent probe syringe diluter drive. A recalibration of the reagent and sample probe to the ring positions was performed to resolve some misalignments. A headquarter support center (hsc) specialist reviewed the services performed and provided assistance. Hsc confirms that the cse performed a replacement, verification of mechanical alignments, and inspection of the following components: rinse blocks, sample probe vertical motor, sample syringe 250 5l, valve manifold, gray tubing set, reagent probe, wash 1 container and solution. The cse performed an additional service, replaced the reagent diluter, and the issue resolved. The hsc investigation concludes that the reagent diluter was the cause of imprecise total hcg results. A follow-up was performed, and the customer informs that quality controls and dilutions results are acceptable. The customer is satisfied with the performance of the instrument. The instrument is performing within manufacturing specifications. No further evaluation of the device is required. Mdrs 2432235-2018-00253_s1, 2432235-2018-00254_s1 and 2432235-2018-00255_s1 are filed for the same event.